Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of handle cannula break. Block h10: visual analysis of the returned device found the working length was severely kink in many locations. The external sheath was found detached, buckled and torn. Additionally, the handle cannula was found detached from the handle and moved out inside of the coil. There were no issues found in the basket wires and the tip is still attached to the basket wires assembly. The unit was disassembled and found the dimples are visible on the handle cannula and properly located. Drag marks were present from the proximal and distal screw toward the proximal end as the cannula has been forcibly pulled out from the set screws. The handle label was removed and set screws were found present in the handle assembly. The proximal and distal screw depth were measured and found within specification. Based on all available information, the investigation concluded that the force applied to the handle did not reach the tip of the basket most likely due to the friction of the internal components caused by working length kinked and by sheath torn/buckled and detached. The failures of kinks and sheath torn are likely to happen due to incorrect device interaction with other devices or tortuous anatomy in the bile duct; causes beyond the device performance. Therefore, the most probable root cause is adverse event related to procedure. Additionally, per the event information, the device was used in the pancreatic duct. The instructions for use (IFU) provided with this device state the following: the trapezoid rx wireguided retrieval basket is indicated for endoscopic crushing and removal of biliary calculi. Therefore the most probable root cause for this is cause traced to intentional off-label, unapproved, or contraindicated use. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed, and there is evidence that the device was used not in accordance with the labeling.

Event description:
Note: this event pertains to one of two trapezoid rx baskets used in the same procedure. It was reported that two trapezoid rx basket was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with pancreatic duct stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a 5 mm stone. However, the handle cannula broke. With the stone still inside the basket, the physician pulled the cannula and managed to pull the basket out. A second trapezoid basket was used; however, the handle cannula also broke during stone crushing. The second basket was also pulled out by pulling the cannula. The procedure was completed with the third trapezoid basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this event pertains to one of two trapezoid rx baskets used in the same procedure. It was reported that two trapezoid rx basket was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with pancreatic duct stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a 5 mm stone. However, the handle cannula broke. With the stone still inside the basket, the physician pulled the cannula and managed to pull the basket out. A second trapezoid basket was used; however, the handle cannula also broke during stone crushing. The second basket was also pulled out by pulling the cannula. The procedure was completed with the third trapezoid basket. There were no patient complications reported as a result of this event.